Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller doesn't think the ins is working as they are not feeling stimulation and have had a return of frequency. The patient is getting the old symptoms that they had prior to implant and the intensity of stimulation has diminished. They saw someone two weeks ago, but now they can hardly feel stimulation. They tried to increase stimulation, but the caller was not sure how to use the patient programmer (pp) and antenna. The patient saw their healthcare provider (hcp) and told the hcp that the ins was working well. The patient also said they get a pulse once or twice when they lay down, sit, or stand. During the call, they used the pp to sync to the ins which showed stimulation was on and set to program 4 at 1.4v. It was reviewed to increase stimulation further as they had a return of symptoms; stimulation was increased further to 1.6v where they report feeling stimulation. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. Pp use, programming, and stimulation sensation was reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced a loss of therapy. Patient stated it had been ok on and off. Patient stated that in the beginning they thought it was like heaven. Patient said they didn't know what happened, but it did not help at all at the time of the report for urinary frequency. Patient reported the stimulation was in a bad position. Patient was having pain. Patient had vaginal pain they couldn¿t' get rid of. Patient reported their stimulation was right at their groin. Patient felt like if they could move the stimulation to the right it could help with the pain going away. Patient stated their vaginal area was painfully annoying. Patient stated the whole area was red and raw looking. When the stimulation was working the stimulation annoyed it and caused major discomfort. Patient stated there was such a burning of the vaginal area. Patient stated they had gone to the doctor's office and they had tried to move stimulation out of the groin region, but they couldn't get it out. For the vaginal burning, the patient stated they had done just about everything, the doctor had them try creams, the patient went to the doctor the day prior to the report. They had tried over the counter stuff and it hadn't helped. Patient reported they had no falls or accidents. They said they had 3 sessions of cynosure deka laser procedure. Patient stated the first time they had it was maybe the end of (B)(6) 2018. The sessions were 5-6 weeks apart and was meant to help menopausal women. Patient had not turned the device off for any of the sessions. The patient was told to consider turning the stimulation down or off to see if it helped with their pain and to see if it was related to the therapy. Patient stated their husband helped them with this and wasn't home. Patient was going to call back when husband got home. Patient reported they thought there was blood in their urine. They said their urine was bright yellow with orange/pink. Patient stated they currently had a yeast infection and didn't know if this caused this with the urine. Patient mentioned that it seemed like when their body was in certain positions the stim was strong. When the patient sat it was strong. It was explained that positional changes can cause the sensation to change. Patient reported they couldn't sleep. Additional information was reported. The patient called back and was walked through shutting the device off. Patient got the new program screen with a 2. The patient was able to shut the device off. They were told that they can have their healthcare provider call if they had any questions about the tests and the device. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's bladder felt like it had dropped. The patient did not think her bladder was as low as it is now. The patient stated that she could see a round ball if she looks in the vaginal area. The caller stated that it pinches when the patient wipes herself, and that last night was the worst. The patient reported that when she first got the device is was working really well, but at the time of the call she was getting very little symptom relief. The patient was getting no relief of pressure and she is having urinary frequency. The patient stated that she can barely feel the stimulation, and that she can only feel if when she sits or lays in bed "funny". It was noted that once the patient's stimulation was uncomfortable and too high, and then it was in a "funny" position. The patient was on program 4 at 1.4 volts, with stimulation on. Patient services assisted in increasing stimulation to 1.6 volts on program 4. The patient can feel stimulation in the bicycle seat area. The caller reported that the patient was getting patient programmer (pp) batteries are depleted. The patient changed the batteries on the phone and this resolved the issue.

Manufacturer narrative:
New codes belong to the implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was not working for the patient¿s symptoms and the patient did not feel stimulation. The patient stated that if the patient sits the patient can feel stimulation and if patient stands the patient stops feeling stim. The patient stated that they could not feel stimulation at the time of the call. The patient reported that they used to void every 1-2 hours and now they are voiding every 20-30 minutes. The patient noted that they get up 1 time at night because they stop drinking fluids at 7:30. The patient stated that they used to have stim on a low setting and they could feel stim on the right of their vagina. The caller reported that the patient programmer (pp) batteries go dead when pp is not being used and when the pp batteries are left in pp. That caller has started taking the batteries out of the pp when the pp is not being used. The pp showed that stim is on and set on program 2 at 2.6. The caller attempted to increase stim from 2.6 to 3.3 on program 2 and that patient was not feeling stim still. The patient then stated that they can feel stimulation, but only for a brief moment when they increased stim, then the stim feeling goes away. The caller switched to program 3 and increased to 3.0. The patient stated that at one point the stim was uncomfortable so caller backed stim down to 3.0. The patient stated that it was comfortable but the patient didn't feel the "pulsing". The patient stated that they do feel something though. The caller switched from program 3 to program 4 at 2.5. The caller increased to 2.8 on program 4 and the patient stated that they can feel pulsing at a comfortable level and the patient "thinks" they feel something pushing on their back side. The caller switched from program 4 to program 1 at 1.8. The caller increased stim to 2.7 and the patient began feeling the pulsing. The patient stated that stimulation is ok on program 1 at 2.7. The patient was unclear if stim was comfortable at this time. Patient service reviewed that pp screen will go blank after pp not being used for some time. Pp is functioning as intended at the time of the call. No further complications were anticipated/reported.